Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: on examination, there was evidence of moisture behind the display lens. The battery compartment was noted to be cracked at the case seal and traveling up toward the threads. On investigation, a leak test was performed that revealed a display lens leak. The pump was opened for further investigation and revealed moisture inside the pump on the transceiver printed circuit board. Investigation confirmed the complaint of moisture ingress.